Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-05979. It was reported that the patient experienced ineffective therapy due to lead fracture. As such, surgical intervention took place on (B)(6) 2021 wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was confirmed post operatively. Note: it is unknown which lead was explanted. Hence, both leads are being reported.